Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Troubleshooting was performed. Customer reports they were able to clear the alarm(s). Customer received request to rewind pump. The customer was advised to perform a self test. Test did not pass. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.